Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
The customer reported a flogard pump with an alarm f38 battery damaged. It is unknown when the alarm occurred during the therapy process. There was no patient involvement. There was no report of patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported problem of a flogard infusion pump with an "f38" was confirmed in the sample evaluation task. The cause was defective force sensing resistors (fsrs) in tube load detection circuitry. Service replaced the fsrs to resolve the reported problem.(B)(4).